Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). During pre-repair assessment performed by a technician, it was revealed the device did not function properly and the battery cover was melted. This was attributed to faulty handling. The device was replaced and sent to the customer on (B)(4) 2013. Placeholder.

Event description:
Device was returned for service. During service, technician found that there was no function, battery covers had melted,there was fluid residues and the indicators were red. This is report 1 of 1 for complaint #(B)(4).